Manufacturer narrative:
This device is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The ziv6-35-125-5.0-60-ptx-ci stent of lot number c1010055 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. From available information, it is known that the patient had pre-existing conditions including hypertension, diabetes type ii and suffered a previous stroke. In addition, worsened claudication and rutherford were observed. It can be noted that these symptoms indicate progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available at the time of investigation, a definitive root cause cannot be determined at this time. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided the patient underwent a secondary intervention. Treatment included angioplasty with a bare balloon and a change of medications. No other adverse events have been reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation into this event. Initial event description submitted as follows: protocol 13-008, (B)(6), occlusion/restenosis requiring intervention possibly r/t the study product. The lesion morphology revealed moderate calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.89 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 4.8 mm, a distal rvd of 4.1, and 85% diameter stenosis. The lesion length was 40.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon. One 5.0 mm x 60 mm (lot # c1010055, serial # (B)(4)) zilver ptx v study stent was placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.94. On (B)(6) 2015 (two days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2016 (174 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.79 and the rutherford classification was zero. On (B)(6) 2016 (229 days post-procedure), the patient was hospitalized for an occlusion/restenosis of the study lesion. Clinical signs/symptoms included worsening claudication and rutherford class (3). The study leg abi was 0.68. On (B)(6) 2016 (231 days post-procedure), the patient underwent a secondary intervention. Pre-intervention angiographic measurements revealed the study lesion was 50-99% stenosed. Treatment included an angioplasty with a bare balloon and a change of medications. The investigator evaluated this event and determined it was possibly related to the study product and procedure.

Manufacturer narrative:
This device is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The ziv6-35-125-5.0-60-ptx-ci stent of lot number c1010055 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: findings: implantation angiography and 8 month post-implantation secondary intervention is provided along with the complaint report. The target lesion was a distal left sfa stenosis at the adductor canal extending to within one centimeter of the superior patellar margin. The calibration tape was placed on the table. Calibrating off the angioplasty balloon, 10% magnification error was present as a result of the tape position. Correcting for this the proximal rvd was 3.8mm and the distal rvd 4.4mm. The stent was not angioplastied after implantation. Consequently plaque recoil constrained the proximal stent end to 3.3mm and the distal stent end to 2.9mm. Inflow was mildly stenotic in the proximal sfa. The anterior tibial artery (ata) and posterior tibial artery (pta) provided two vessel runoff into the foot although the pta was very small and the ata moderately stenotic at its origin. At follow up, most of the stent had expanded to 5mm. At the original point of constraint, the stent expanded only to 4mm. In-stent stenosis of 78% (.9mm/4mm) developed 13mm into the proximal stent and extended to within 11mm of the stent¿s distal end. The stenosis was most severe proximally. The stenosis was relieved with 5mm angioplasty. The adjacent non-stented vessel was also angioplastied. These areas demonstrated non-flow limiting post angioplasty dissection. Impression: the 78% in-stent stenosis from neointimal hyperplasia is confirmed. The lack of post implantation angioplasty left the proximal and distal stent in significant constraint increasing the probability of in-stent stenosis. Significant findings relative to the patient¿s anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. The lack of post implantation angioplasty left the proximal and distal stent in significant constraint increasing the probability of in-stent stenosis. Significant findings relative to the design or performance of the device were observed. The stent developed significant in-stent stenosis.¿ the customer complaint can be confirmed as the stent developed significant in-stent stenosis. According to the imaging review 78% in-stent stenosis from neointimal hyperplasia is confirmed. The lack of post implantation angioplasty left the proximal and distal stent in significant constraint, increasing the probability of in-stent stenosis. In addition, it is known that the patient had pre-existing conditions including hypertension, diabetes type ii and suffered a previous stroke. Worsened claudication and rutherford were observed. It can be noted that these symptoms indicate progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this event was the lack of post-implantation angioplasty which increased the probability of in-stent stenosis. However, as the conditions of use cannot be replicated, a definitive root cause cannot be determined. It may be noted that as per the instructions for use (ifu0063-6) restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on information to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1010055 according to information provided the patient underwent a secondary intervention. Treatment included angioplasty with a bare balloon and a change of medications. No other adverse events have been reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of an image review relating to this event. Initial event description submitted as follows: (B)(6), occlusion/restenosis requiring intervention possibly r/t the study product. The lesion morphology revealed moderate calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.89 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 4.8 mm, a distal rvd of 4.1, and 85% diameter stenosis. The lesion length was 40.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon. One 5.0 mm x 60 mm (lot # c1010055, serial # (B)(4)) zilver ptx v study stent was placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.94. On (B)(6) 2015 (two days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2016 (174 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.79 and the rutherford classification was zero. On (B)(6) 2016 (229 days post-procedure), the patient was hospitalized for an occlusion/restenosis of the study lesion. Clinical signs/symptoms included worsening claudication and rutherford class (3). The study leg abi was 0.68. On (B)(6) 2016 (231 days post-procedure), the patient underwent a secondary intervention. Pre-intervention angiographic measurements revealed the study lesion was 50-99% stenosed. Treatment included an angioplasty with a bare balloon and a change of medications. The investigator evaluated this event and determined it was possibly related to the study product and procedure.

Manufacturer narrative:
This device is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The investigation into this event is currently underway. A follow up report will be submitted with the investigation conclusions.

Event description:
(B)(6), occlusion/restenosis requiring intervention possibly r/t the study product. The lesion morphology revealed moderate calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.89 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 4.8 mm, a distal rvd of 4.1, and 85% diameter stenosis. The lesion length was 40.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon. One 5.0 mm x 60 mm (lot # c1010055, serial # (B)(4)) zilver ptx v study stent was placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.94. On (B)(6) 2015 (two days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2016 (174 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.79 and the rutherford classification was zero. On (B)(6) 2016 (229 days post-procedure), the patient was hospitalized for an occlusion/restenosis of the study lesion. Clinical signs/symptoms included worsening claudication and rutherford class (3). The study leg abi was 0.68. On (B)(6) 2016 (231 days post-procedure), the patient underwent a secondary intervention. Pre-intervention angiographic measurements revealed the study lesion was 50-99% stenosed. Treatment included an angioplasty with a bare balloon and a change of medications. The investigator evaluated this event and determined it was possibly related to the study product and procedure.